Event description:
Gastrostomy tube was placed. This was an initial placement and is considered an off label use for this product. When the stitches were removed the tube balloon didn't seem to be functioning to hold the tube in place. Therefore, additional sterile water was added to the balloon. This did not correct the problem. The patient was taken to the or and the tube was removed and the balloon had ruptured. A new tube was placed without complications.